Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the patient returned to the clinic for a reservoir bag change and there was approximately 500 cc of the medication, epoch, remaining in the bag. Per reporter the pump indicated the volume was completed, no alarms were reported, however the patient reportedly observed the volume was not moving. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).